Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch #403c99. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40b device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. In addition, the returned reload was noted to have some stuck staples in the washer and the retainer pin coupler was noted to be damaged. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 403c99, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "stapler misfired"? 2. Did the device cut? 3. If the device cut/fired, was the cut line complete? 4. Did the device staple? 5. If the device stapled/fired, was the staple line complete? 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 7. Did the device close? 8. Did the device fire? 9. Did the device open? 10. Was the device difficult to close on the tissue? 11. Was the device difficult to fire? 12. Was the device difficult to open? 13. On which firing did this occur? 14. Did the tissue retaining pin lock into the correct position? Answer: hospital has not provided any further information. I know nothing more than what was inputted.

Event description:
It was reported that during an unknown procedure the stapler misfired but not much additional detail was given. No patient harm. Procedure was completed.